Manufacturer narrative:
Extension model 37085, lot# unk, serial# unknown, implanted: unk, explanted: unk.

Event description:
It was reported that bow stringing occurred with the extension. The physician believed there was extra scarring taking place in the pocket which led to the patient's neck being pulled down. A revision surgery was planned. Additional information has been requested.